Event description:
It was reported that this right atrial (ra) lead triggered a lead safety switch (lss) due to high out-of-range pace impedance measurements greater than 3,000 ohms and subsequent inappropriate atrial tachy response (atr) episodes containing significant noise. Historically, the device ra paced 99%. Review of remote monitoring data revealed a stored signal artifact monitor (sam) episode triggered due to a high out-of-range pace impedance measurement greater than 3,000 ohms on the atrial ring electrode, and ra lead outer fracture was suspected. Atrial non-capture in bipolar was noted. Additional information received from the field representative indicated that the ra lead was scheduled for lead revision, however it was later decided to reprogram the ra lead in unipolar with 5mv sensing instead due to sinus bradycardia less than 30 beats per minute (bpm). It was noted that the right ventricular (rv) lead measurements were normal. This ra lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.